Manufacturer narrative:
The patient designated as patient two (2) is (B)(6), born (B)(6) 1959, and is male. Demographics such as weight were not supplied by the customer for the patients designated as patient one (1) and two (2). A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse observed bubbles in the wash pump assembly. The fse replaced the wash valve components such as the rotor, stator, and cap to resolve the issue. After the repairs, the system was verified with a system check, qc, and a precision run. All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the elevated, non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event.

Event description:
The customer reported obtaining elevated, non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system serial number (B)(4) for two (2) patients. The sample from the first patient (designated as patient one (1)) was reanalyzed using alternate access 2 immunoassay system serial number (B)(4), and a lower result, within the assay's normal reference range was obtained. The sample from the second patient (designated as patient two (2)) was reanalyzed using alternate access 2 immunoassay system serial number (B)(4), and a lower result, within the assay's normal reference range was obtained. The customer did not provide sufficient information to determine if the elevated, non-reproducible access accutni+3 results were reported from the laboratory. There was no reported change or impact to patient care or treatment which occurred in association with the elevated, non-reproducible access accutni+3 results. System checks passed within published performance specifications and quality control (qc) recovery was within the customer's established ranges prior to the event. A copy of the event log indicated there was a wash valve/pump motion error the day after the event. The customer did not supply information regarding the collection or centrifugation of the patient samples. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.